Event description:
The purstring device (ref#020242) did not function correctly. It would not release the stitch. They kept working with it and eventually had to break the stitch off. The surgeon kept working with the instrument and eventually had to break the stitch off.